Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the cuff was leaking. The patient was reintubated with another tube.

Manufacturer narrative:
(B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The damage in the returned device is not related to the manufacturing process. The device was made obsolete (B)(6) 2015.